Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. (B)(4) evaluation results findings (components/results) (B)(4) device: sensor / electrical/electronic component problem identified. (B)(4) device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. Evaluation results findings (components/results) (B)(4) device: circuit board; sensor / electrical/electronic component problem identified there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 2 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion. There was 1 event with patient involvement; the patient experienced pain.